Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because the patient started receiving inappropriate shocks due to afib in the vf zone. Either the 6th or 7th shock was pro-arrythmic and put the patient into vf. The shock impedance then showed >150 ohms and the device failed to rescue at that point on. According to hospital staff, CPR was then administered by a family member and paramedics arrived and restored normal rhythm via external defibrillation.